Event description:
It was reported that the patient¿s device would not come back on. The patient had two strokes in (B)(6) 2014. The patient had two seizures in (B)(6) 2014. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).